Manufacturer narrative:
Since the devices remain implanted (valve in valve -viv- performed), no inspection on the devices is possible at this time. The manufacturer attempted to retrieve additional information regarding the event, and the devices involved. However, no further information has been received to date. As such, the manufacturer is unable to perform any additional investigation and the root cause of the reported event cannot be established at this time. It should be noted that structural valve deterioration is listed as a potential adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device. Should additional information be provided in the future, the manufacturer will re-assess the event and provide an update to the competent authority.

Manufacturer narrative:
The paper reports that the mean freedom from deterioration for 19-mm and 21-mm mitroflow valves was 7 years (2¿10 years) and 6 years (2¿10 years), respectively. Since at this time the manufacturer is unable to identify how many of the eighteen (18) patients have experienced an early degeneration of the device (i.e. Within 5 years from the mitroflow implant), and since the devices/patients details are unknown, the manufacturer has conservatively bundled these incidents in the same incident report (livanova reference (B)(4). The manufacturer will separate the reporting activity should additional information on the devices/patients be provided. Since the devices remain implanted (valve in valve -viv- performed), and the serial numbers are unknown, no investigation was possible at this time. Further investigation is ongoing.

Event description:
The manufacturer was informed on this event through the publication 'transcatheter valve-in-valve implantation in a degenerated very small mitroflow prosthesis' by stephane lopez at al. The paper reports the result of 18 patients who underwent a transcatheter aortic valve implantation (tavi) in degenerated mitroflow valves (sizes 19 mm and 21 mm). The mechanism of failure in the 9 mitroflow 19 mm valves was as follows: 3 cases of stenosis, 2 of regurgitation and 4 combined; among the patients who had a mitroflow 21 mm implanted, 3 patients experienced stenosis, one had regurgitation and 5 had a combined degeneration. The paper demonstrates the ability to perform tavi implantation in 19 mm and 21 mm mitroflow prostheses with satisfactory results, but high post-procedural gradients and patient¿prosthesis mismatch remain a relatively frequent problem mostly when severe stenosis is the main mechanism of failure.